Manufacturer narrative:
Investigation summary: one (1) sample was received by the quality team for investigation. The condition reported by the customer was attempted to be confirmed by drawing a syringe full of liquid into the syringe and visually looking for leakage between the stopper and the inner wall of the barrel. It was found that as long as there was air in the syringe that no leakage was observed; however, as soon as the syringe was filled with just liquid (no air) that leakage would occur confirming the non-conformance reported by the customer. The sample was then shown to a quality engineer for further examination. Upon examination it was observed that the syringe barrel had a slight deformation which resulted in the stopper not maintaining a seal at that location. This resulted in leakage when the syringe contained liquid and the stopper was moved past that point. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is related to force on the barrel during the assembly process which resulted in the barrel being slightly deformed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that solution leaked past the stopper of the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter, translated from chinese to english: "it was found that solution leaked along the inner wall of the barrel during taking solution."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that solution leaked past the stopper of the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found that solution leaked along the inner wall of the barrel during taking solution."